Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of non-intuitive motion. The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to what the hand motion was doing at the master tool manipulator (mtm). The housing was removed and no damage was observed. The instrument was re-tested on a system and confirmed that output motion at the wrist was not intuitive and did not correspond to input motion at the mtms. It was observed that the roll gear/input was misaligned by 90 degrees compared to a known good instrument. The roll input was removed and re-installed in the correct orientation, and this fixed the non-intuitive motion issue upon re-testing. Non-intuitive motion is related to and attributed to the roll gear misalignment. It was also observed that if the main tube is manually rotated past the roll input hard stop, the roll input can pop out of the instrument, causing possible misalignment if re-inserted in a random orientation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument moved in the opposite direction. The procedure was completed with a backup instrument and there no reported injury.